Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of a burnt smell during evaluation of the device. The device passed the homechoice return instrument test / evaluation (rite) electrical test, the rite functional test, and an internal / external inspection. The heater pan was inspected and there were signs of dried liquid residue observed on the underside of the heater pan and top cover. The heater pan and top cover smelled like a foreign substance under heated conditions, rather than an actual burnt smell. There was no noticeable odor inside the machine. The smell was removed from off of the top cover with an alcohol swab. The assignable cause for burnt smell was determined to be heater pan contamination. The smell was not actually anything burnt, but rather a foreign substance subjected to normal heater pan temperatures. Scrap the heater pan. Device was sent to service. The product did not meet specification due to heater pan contamination.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a post-rite failure: burnt smell. Device failed during evaluation, no patient involved.